Event description:
The below report was received by health authority ansm (reference number: r2211128) on 12-apr-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of intermenstrual bleeding ("metrorrhagia") in a (B)(6) female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2020 she experienced intermenstrual bleeding (seriousness criterion medically important), headache ("headaches"), insomnia ("insomnia"), asthenia ("asthenia"), dysmenorrhoea ("dysmenorrhoea"), musculoskeletal pain ("musculoskeletal pain"), memory impairment ("immediate memory disorder") and attention deficit hyperactivity disorder ("attention disorder") and was found to have weight increased ("weight gain"). On an unknown date she experienced metal poisoning ("heavy metal poisoning"). Essure treatment was not changed. At the time of the report, the metal poisoning had not resolved. The outcomes for intermenstrual bleeding, headache, weight increased, insomnia, asthenia, dysmenorrhoea, musculoskeletal pain, memory impairment and attention deficit hyperactivity disorder were unknown. No causality assessment was received for essure with regard to intermenstrual bleeding, headache, weight increased, insomnia, asthenia, dysmenorrhoea, musculoskeletal pain, memory impairment, attention deficit hyperactivity disorder or metal poisoning. The reporter commented: period of occurrence of adverse events end of 2020. Essure removal planned via total hysterectomy (date not provided). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6)kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 12-apr-2022. The most recent information was received on 27-apr-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of intermenstrual bleeding ("metrorrhagia") in a 49 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2020 she experienced intermenstrual bleeding (seriousness criterion medically important), headache ("headaches"), insomnia ("insomnia"), asthenia ("asthenia"), dysmenorrhoea ("dysmenorrhoea"), musculoskeletal pain ("musculoskeletal pain"), memory impairment ("immediate memory disorder") and attention deficit hyperactivity disorder ("attention disorder") and was found to have weight increased ("weight gain"). On an unknown date she experienced metal poisoning ("heavy metal poisoning"). Essure treatment was not changed. At the time of the report, the metal poisoning had not resolved. The outcomes for intermenstrual bleeding, headache, weight increased, insomnia, asthenia, dysmenorrhoea, musculoskeletal pain, memory impairment and attention deficit hyperactivity disorder were unknown. No causality assessment was received for essure with regard to intermenstrual bleeding, headache, weight increased, insomnia, asthenia, dysmenorrhoea, musculoskeletal pain, memory impairment, attention deficit hyperactivity disorder or metal poisoning. The reporter commented: period of occurrence of adverse events end of 2020. Essure removal planned via total hysterectomy (date not provided). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.